Manufacturer narrative:
The customer¿s test strips were not returned. The customer's contact information was not provided. If the product is returned in the future, a follow-up report will be submitted. Relevant retention test strips were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter initially provided the information in this report as a voluntary event report submitted directly to FDA, report number mw5088327. The initial reporter complained of a questionable inr result from a "coaguchek inr machine" compared to an unknown laboratory method. The result from the meter was considered "therapeutic" from 2 - 3 inr. The specific result was not provided. Within 3 hours, the venous sample tested in a laboratory had a result of 1.9 inr.